Event description:
It was reported that the pump display had an "oil slick" that affected the customers' ability to interact with the pump and or read the screen. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.